Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary; h6: investigation results under type of investigation. The information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through (pms) product trends and malfunction product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient inserted infusion set before removing the needle guard. The issue occurred with two similar types on 27-feb-2024 and 30-feb-2024. No further information was available.